Event description:
Device 2 of 2. (Refer to manufacturer's report number 1627487-2009-00166 for device 1). It was reported the pt was not receiving enough coverage. The physician decided to revise the lead to improve the coverage. During the revision procedure to replace the lead, the physician stated that the lead pulled easily out of the extension without using a torque wrench. A decision was made to replace the existing extension with a new extension. Both the lead and extension were returned for eval.

Manufacturer narrative:
Eval for device 2 of 2 (refer to manufacturer's report number 1627487-2009-00162 for the eval of device 1). Results: the extension as returned had a terminal end electrode from a lead broken off inside the header. The electrode was removed from the header for testing purposes. A lead pull test was performed on the extension to check for lead retention in the extension header port. The extension passed lead retention. The extension was tested for continuity and failed. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the report that the lead pulled easily out of the extension could not be confirmed. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy to the event reported. Ans defers to the pt's physician regarding medical history.